Event description:
Middle-aged male with history of obstructive sleep apnea, first had inspire upper airway stimulation therapy implanted three years and ten months ago. Returned to surgery in the end of 2020 for replacement of malfunctioning sensing lead. Returned again to surgery this month for replacement of new sensing lead that was also malfunctioning. A 3d CT identified that the tip of the sensing lead was separated from the sensing lead wire and had broken off.